Manufacturer narrative:
Products were returned and the evaluation verified the complaint as valid. (Lot no. 131002 mfg. On 19-nov-2013, lot no. 131104 mfg. On 28-nov-2013, lot no. 1916650 mfg. On 06-feb-2017, lot no. 200902mf1 mfg. On 02-feb-2009, lot no. 201103mf4 mfg. On 28-mar-2011, lot no. 201103mf3 mfg. On 25-mar-2011, lot no. 200910mf5 mfg. On 27-oct-2009, lot no. 2162883 mfg. On 07-jun-2017). The device history record for lots returned were reviewed and no anomalies that could be associated with the complaint were observed. The ring (wip566) has moved from its place for lot no. 131002, 131104, 201103mf4 and 200902mf1. The electrical connector is missing for lot no. 200902mf1. There are holes on the sheath of the tubes and there are several impacts on the whole length of the sheath. The handles did not pass the electrical tests. The most probable cause of the hole formation is a contact with another electrical device. The damage of the sheath is due to a succession of shocks during the use of the reprocessing of the instruments. Additional information received on 06mar2019 as follows; no patient was injured and the event did not increase the surgery time. The surgery was finished with the same hook. The surgeon just take off the melted part. Patient: male, 77-year-old; surgery: colon laparoscopy.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A pharmacist reported that on (B)(6) 2019 the sheath of the hook handle cev229-1a dia 5mm 350mm melted inside the patient during its use. The hook was still being used. The customer took off / removed the melted part. It is unknown if there was any patient injury or a surgical delay.